Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The issues likely occurred because foreign matter (dust) was stuck to the scope contact part. The b30 error was a "scope communication error", and an error was reported when communication with the scope was not possible. Dust in the electrical contacts with the scope may have masked the contacts and triggered a warning.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the customer confirmed there was a lot of dust around the contacts of the output socket of the evis exera iii xenon light source. The customer was able to use a soft brush to remove the dust buildup and then used compressed air to completely remove any residual dust around the contacts. The customer then plugged the scope into the evis exera iii xenon light source and had no further issues. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus while using the evis exera iii colonovideoscope with the evis exera iii xenon light source, a black image was displayed on the monitor upon the system start-up then a b30 scope communication error was displayed. There was no patient involvement.